Event description:
The event occurred in germany. The instant of time is unknown. It was reported that the hl20 pump displayed the error message: "head". No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). Since the reported error message: "head" could lead to an unintentional pump stop, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician will be sent for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.